Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide cath: hyperion. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion with moderate tortuosity and heavy calcification in the first diagonal artery. A 2.25x23mm xience alpine stent was implanted in the lesion and the blood flow into a side branch was blocked by the implanted stent causing ischemia. Thus, a 1.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced to widen the cell of the alpine stent that was blocking the side branch. However, the bdc failed to cross due to the xience alpine stent. While attempting to cross the shaft became kinked. The device was removed without resistance and a 1.6mm non-abbott bdc was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported issue, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, additional information was received which indicates that while the xience alpine stent blocked the side branch it did not cause ischemia or any other patient effect. No additional information was provided.